Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a patient whose pump was empty at the time of this report. The indication for use was noted as spinal pain. The patient had a magnetic resonance imaging (MRI) on (B)(6) 2019 and since then, she had been in terrific, tremendous, and magnificent pain in her lower back; the patient described the pain like she lifted something heavy but patient had not lifted anything heavy, had not fallen down and had not really even left the house. The pain had got worse over the past 6-7days. The patient stated that the pump had been empty since (B)(6) 2014 because she could not find anyone to manage it. No interventions were mentioned.